Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 7088541.

Event description:
It was reported that the patients lead migrated. The patient underwent a device explant procedure. The explanted linear leads were not returned.